Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection showed cracks in the organic light-emitting diode(oled) screen and when the device was powered on the screen stayed black. Damage was also noted to an internal transistor, resulting in piezo failure. The rightmost motor was loose. Pmv investigation. An internal capacitor was damaged. The rightmost motor was loose. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Replication of the damaged oled screen can occur if the device is dropped. Additionally, the investigation detected a secondary condition of damaged electrical components and loose motor screws that has no relationship to the reported condition. Replication of the damaged electrical components resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The rear handle housing was removed as part of the investigation of the reported condition. During that investigation it was discovered that the articulation motor screws had become loose allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device does not have any light included the led screen, when they attached the shell it was able to recognized however the light was off, and strange noise occurred. The adaptor and reload was also attached, however the device still does not have light and does not respond. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient involvement.